Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the ECG connection was abnormal during the self-test. There was no patient involvement at the time the reported issue was discovered. An analysis was performed by the customer only. Based on the results of the analysis provided by the customer, the reported problem was confirmed and was determined to be caused by the ECG lead trunk cable connection. The root cause of the ECG lead trunk cable connection failure could not be determined. The issue was resolved by plugging the ECG lead trunk cable back in and the device was returned to service. The device remains at the customer site. No further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.